Manufacturer narrative:
The investigation is not yet completed. Investigation results are pending. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that decreased light source, can't see image because of no light. No procedure or patient involvement. No negative impact in state of health reported.

Manufacturer narrative:
Per manufacturer's investigation results: during the manufacturer's technical inspection, the error description provided by the customer was not confirmed. Based on the technical inspection, decreased illumination could not be detected or reproduced. The identified blade damage and visible wear marks were determined to have no impact on light output. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. This event is filed under internal complaint ID (B)(4).